Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjo has become aware of the event involving maxi sky 1000 ceiling lift and passive loop flites mfa2000-xl, which occurred in (B)(6) healthcare system located in (B)(6). It was reported that during patient (male, (B)(6) years old, (B)(6) lbs) lifting from the bariatric toilet one of the flites straps tore away and the patient fell from 1-2 feet. The patient grabbed spreader bar to prevent harder fall. As a consequence the patient sustained the shoulder soreness. Both lift and flites were inspected by arjo representative. The lift was found to operate according to manufacturer's specification with no scratches or dents. The flites was in good condition, apart fact that one of the straps was broken.

Manufacturer narrative:
On (B)(6) 2018 arjo has become aware of the event involving maxi sky 1000 ceiling lift and passive loop flites model mfa2000-xl, which occurred in va pittsburgh healthcare system located in pittsburgh, pa, USA. It was reported that during lifting process of the resident (male, 71 years old, 290 lbs) from bariatric toilet, one of the shoulder flites straps tore away. The resident fell about 1-2 feet and grabbed the lift's spreader bar to prevent harder fall. As an outcome, the resident sustained right shoulder injury - soreness. No medical intervention was required. The flites in question was returned to the manufacturer for further technical investigation, including: the visual inspection revealed that the shoulder loop was found ripped along the strap sewing. No further damages or issues were identified, the sling was in general good condition; the load tests were performed on the sling involved in the event (flites model mfa2000-xl), and also on other slings (model mfa2000) produced, especially for testing purpose, under different manufacturing conditions. Modification of the production conditions did not show any impact on the product durability. It was impossible to replicate the failure reported. The products passed the loading test. Additional review was performed to determine if any other manufacturing factors could lead to the occurrence of the failure. Device history records were reviewed - no anomalies were recorded concerning claimed batch of flites. It confirms that at the time the flites were released for distribution, they were fully operational and according to the manufacturer's specification. Upon the conducted investigation and flites inspection, the manufacturing process was ruled out to be a cause of the problem occurrence. Based on our product knowledge, it appears possible that flites was caught in an obstruction, and subsequently material ripped due to the application of outside force. The loop sling instructions for use (IFU, 04.sl.00-int1_3) indicates proper sling applying and lifting procedure. The IFU warns: "make sure straps are not caught by wheelchair or lift castors." It also states: "if an adjustment is needed, lower the resident and make sure that the weight of the resident is taken up by the receiving surface before removing the loops." If the sling loops were detected to be caught by obstruction and released before resident's lifting, this failure could have been be avoided. Based on a review of similar complaints, product knowledge the strap failure is likely to occur only when the product is used against the instruction for use recommendations and is subjected to an additional, external excessive force. During on-label use, one of the straps of a sling would never be exposed to such a pull force. Despite our best efforts we are not able to determine the root cause with certainty. When reviewing similar reportable events registered during last 5 years with similar fault description (flites shoulder loop broke), we have found a limited number of cases. To conclude, the system - clip sling and ceiling lift was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (loop failure) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We decided to report this event to the competent authorities as product failure occurred during patient transfer, what posed a resident at risk.

Manufacturer narrative:
Collection of information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.